Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the release handle on the right side has broken off. The dealer states it was okay when the consumer received the chair, but broke shortly after. The dealer states this is not the first time this has happened. No further information was provided.